Event description:
It was reported and learned through medical records that a patient with a 25mm 3300tfx aortic valve underwent aortic valve replacement after an implant duration of 9 years and 2 months due to leaflet calcification and severe stenosis the patient presented with congestive heart failure. The explanted valve was replaced with a with a 25mm 11060a konect resilia aortic valved conduit. Post-operatively, the patient was transferred to the ICU and is recovering in stable condition. Per records provided, the patient presented with dyspnea on exertion and was admitted to the hospital with congestive heart failure. He underwent transthoracic echocardiography as well as tee and has now developed severe prosthetic valve stenosis. He was placed on lasix and diuresed. He, however, continues to have a functional class ill dyspnea on exertion. He has had no syncope or presyncope. He denies significant arrhythmias. He is status post previous permanent pacemaker implantation. The CT scan performed revelated calcifications of the prosthetic valve leaflets. Mild subaortic valve calcifications were also noted. On (B)(6) 2026 the patient was brought to the operating room. The annulus was sized to a 25mm 11060a connect aortic graft. Horizontal mattress sutures with pledgets were placed throughout the annulus. The sutures were then passed through the sewing cuff of the conduit. It was seated and secured with cor-knot. The patient was transported to the ICU in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b2, b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Attempts have been made to obtain product for evaluation. No device was returned. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. H11: corrected data: h6 (impact code).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 25mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 9 years, 1 month due to calcifications and severe stenosis. Per records provided, the patient presented with dyspnea on exertion and was admitted to the hospital with congestive heart failure. He underwent transthoracic echocardiography as well as tee and has now developed severe prosthetic valve stenosis. He was placed on lasix and diuresed. He, however, continues to have a functional class ill dyspnea on exertion. He has had no syncope or presyncope. He denies significant arrhythmias. He is status post previous permanent pacemaker implantation. The CT scan performed revelated calcifications of the prosthetic valve leaflets. Mild subaortic valve calcifications were also noted.